Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that an electrical reset occured due to battery depletion, and the elective replacement indicator also triggered. The device was extracted and replaced. No patient complications were reported as a result of this event.